Event description:
A physician reported a pt was originally treated with collagen in 1992 (exact date known) without event. On 12/24/1997 and 1/7/1998 the pt was double skin tested with negative results. The pt was treated in the glabella and in an acne scar on the right cheek on 4/1/1998. On 5/29/1998, the pt received a touchup to both sites. About the end of 6/1998, the pt developed redness in the glabella. The symptom was not reported until the pt presented on 10/9/1998 with continued redness at the glabellar treated site only. The physician diagnosed the symptoms as hypersensitivity and injected the glabella with intralesional kenalog. The pt was examined again on 10/23/1998 with minimal improvement.